Event description:
It was reported that a cartridge alarm 20 occurred during the pumping process. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support to properly load a new cartridge and successfully resumed insulin therapy.